Event description:
The customer reported during the patient's infusion treatment of monoclonal antibody, there was a leak found at the distal end of the tubing. The drug was leaking drop by drop at the end of infusion tube. A sample was not available because of the risk of exposure to the drug. A free flow, tightness, visual of a retain sample was tested and no product deficiencies were found. Production documents were also investigated with no deviations found. There are no previous complaints related to the reported customer issue. Without the affected sample no advanced troubleshooting could be performed. Therefore, no root cause could be identified.